Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. Upon interrogation, it was observed that the patient received inappropriate shocks due to atrial fibrillation with rapid ventricular response. The patient was treated with medications and has been scheduled for an atrioventricular (av) node ablation procedure. The patient was stable post interrogation.